Event description:
The customer initially reported that their device would not print. After an evaluation of the device, it was observed that the device would exhibit a lock up condition. There was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The system pcb assembly was further evaluated in the failure analysis center. It was observed that multiple event codes had been logged which are related to a lock up condition; however, the cause of the reported issue could not be determined.